Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of alinity I free psa, reagent, lot number: 71556fz01. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity I free psa assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 71556fz01. In-house testing was performed with a retained kit of lot: 71556fz01. All specifications were met indicating the lot is performing acceptably. Device history record review of lot: 71556fz01 did not show any potential non-conformance's, or deviations. A labelling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I free psa assay, lot number: 71556fz01 was identified.

Event description:
The customer observed falsely decreased alinity free psa result on a prostate cancer patient. The results provided were: initial=0.0 ng/ml /repeated=3.402 ng/ml and 3.411 ng/ml. Laboratory reference range for free psa= 0.0 to 0.934 ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity free psa result on a prostate cancer patient. The results provided were: initial=0.0 ng/ml /repeated=3.402 ng/ml and 3.411 ng/ml laboratory reference range for free psa= 0.0 to 0.934 ng/ml there was no reported impact to patient management.